Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at site connector for four infusion sets. On (B)(6) 2021, her blood glucose level at the time of the event was 400 mg/dl. However, for other three events her blood glucose level was reported as 150-190 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.